Event description:
It was reported that the pt was hospitalized with a blood glucose value >700mg/dl. The pt was treated with IV insulin, reported blood glucose of 301mg/dl when IV insulin was discontinued, and resumed pump therapy while in the hospital. She reported that she corrected via the pump twice and the next blood glucose readings were 389mg/dl and 369mg/dl. According to her report, she was then advised to use manual injections for insulin delivery and observed blood glucose values of 51mg/dl to 176mg/dl the following day.

Manufacturer narrative:
The pump was returned to animas for eval. Upon visual examination, the battery compartment revealed a crack which was previously unreported. The battery cap attached securely to the pump and maintained an electrical connection throughout the testing period. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.